Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: no x-rays or operative notes were returned for review. Pt information such as activity level is unk. Implant wear may be attributed to third body wear or extreme loads. However, based on the available information, a definitive root cause cannot be ascertained at this time. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and that the pt was revised for wear.